Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, abdominal wound dehiscence with bowel evisceration, infection, purulent fluid, abscess, open wound, and adhesions. Post-operative patient treatment included revision surgery, removal of old mesh, catheter placement, washout of abdominal wound, repair of hernia with mesh, release of external oblique muscles bilaterally, central line placement, wound vac, and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced post operative complications following the implant procedure and experienced renal failure from acute tubular necrosis, respiratory failure requiring mechanical ventilation, lower extremity edema,abdominal wound dehiscence with bowel evisceration, and distention, as well as hernia recurrence, infection, purulent fluid, abscess, open wound, and adhesions. Post-operative patient treatment included revision surgery, removal of old mesh, catheter placement, washout of abdominal wound, repair of hernia with mesh, release of external oblique muscles bilaterally, central line placement, wound vac, and lysis of adhesions.

Manufacturer narrative:
(B)(4) - no code available (bowl eviceration, surgical revision). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair with mesh for a vih, incarcerated. The patient had revision surgery approximately 1 month post op. The patient had abdominal wound dehiscence with bowel evisceration and the old mesh was removed.